Event description:
Home patient (hp) contacted baxter's technical service center (tsc) regarding a "system error 2440" alarm that occurred during drain 2/5 of hp's automated peritoneal dialysis (apd) therapy. Reportedly, hp inadvertently did not pause the hp's apd therapy before disconnecting the patient line of the homechoice set from the hp's transfer set to use the washroom. When hp returned the homechoice machine was alarming, in an endeavor to stop the alarm, hp reconnected self to the contaminated setup. Tsc assisted hp in ending treatment early and advised the hp complete hp's therapy manually. No patient injury or medical intervention was associated with this incident per hp.